Event description:
Qv sars otc consumer reports inserting swab with tube soln. Into nostril requests advice on how to proceed - tss provided and advised consumer to follow with poison control and provide list of reagent liquids.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customers reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural, error source: (B)(6).